Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
This information was previously reported in manufacturer report # 3007566237-2013-01205. Additional review determined it was related to this event. [It was reported that the patient had a fluid build-up around her pump since implant. The serous fluid had been drained many times, always 2oz or more. It was stated that the fluid would promptly return within thirty minutes. At times, it would randomly lower and then increase around the pump again. At those times, she would feel nauseous or very weak. It was known that the fluid was not spinal fluid or from a pump leak. It was reported that the fluid was being created by the patient¿s body in response to the pump. It was later reported that, approximately one week after surgery, the patient¿s stitches burst open because of the fluid accumulation around the pump. It was stated that her body appeared to be rejecting the pump. The patient was brought to the emergency room and had to stay in the hospital for a ¿long while¿ until another surgery could be performed. The pump was explanted and replaced with a new pump. It was stated that the fluid stuck out about four inches off of the pump. It had been drained approximately seven times. Each time the fluid was drained, the patient would feel ¿really sick,¿ but would feel better once the fluid came back. During one instance, the fluid drained off by itself and the patient became extremely weak, was throwing up, and was having difficulty controlling her movements. About a day and a half later, the fluid came back and the patient felt normal again. It was noted that the patient had attempted to wear a binder on her stomach, but the fluid returned 45 minutes after removing it. It was noted that one possibility was an allergic reaction with the pump, as the patient was ¿allergic to a lot of things.¿ the device system was infusing lioresal. It was later reported that the event was believed to be due to a cerebrospinal fluid (csf) collection. The healthcare provider (hcp) stated there was a probable csf hygroma that seemed to be resolving. The patient had lost 40 or more pounds and the pump was more noticeable.] Additional information reported the patient experienced spasticity. There was a cerebrospinal fluid (csf) leak in the pocket. The pocket was aspirated. The fluid was csf and baclofen. The pump was delivering gablofen. It was unclear what medication was in the pump. Additional information reported the physician inherited the patient. The pump was placed elsewhere and the physician has been following the patient since 2011 when she moved to the area. The patient has a cerebrospinal fluid (csf) leak that has been known since implant. Previous attempts have been made to close the leak. The physician believed the cause was due to inadequate closure of the soft tissue around where the catheter exits the spinal column. The date of first diagnosis was unknown. The patient would occasionally have enlargement of the pump pocket. Aspiration of the pocket shows csf with some baclofen. The concentration of the baclofen is approximately 1%. The patient¿s symptoms were a slight diminution of the effect of baclofen. The patient did not have symptoms of withdrawal.

Event description:
It was later reported that the patient was currently (B)(6) pregnant and wanted to know how the medicine would affect the child. The reporter spoke with a few health care providers (hcps) and noted being told they have not had a patient that was pregnant with the pump. The reporter again mentioned the fluid around the pump and wondered if it would come across the fetus. The reporter stated an hcp drained the fluid around the pump and they stated it was body fluid, and another hcp drained it and stated it was body fluid, spinal cord fluid and baclofen. The reporter was redirected to the hcp. The medication in the pump was noted to be lioresal.

Manufacturer narrative:
(B)(4).